Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that the device was used during a colectomy. Clips will not hold after placing. During the procedure, the device delivered clips, but the clips stayed open. A second device was used with the same results. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device (a) found that it was returned in good condition; one conforming clip and one clip with gap inside a sample bag was received. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the remaining clips were conforming according to our manufacturing specifications and then, the device locked out as intended. It could not be determined what may have caused the received malformed clip the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.